Event description:
It was reported when using the bd a-line¿ there was insufficient blood flow through the device. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: when drawing samples "we performed three punctures to collect the arterial blood sample in a premature neonate patient. When accessing the artery the needle does not allow the sample to be aspirated. This patient was punctured three times at different times over two days. The neonatologist performed the puncture and did not obtain the sample, the neonatologist respiratory therapist also performs the punctures. The patient may be hemo concentrated and for this reason they do not obtain the blood sample, the temperature, the patient's hemodynamic status, and the puncture technique were checked."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. The photos only show used syringes placed back in their packaging. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. No molding defects were identified, no sub-assembly issues were identified, and all 5 syringes were drawn with horse blood and all filled as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ there was insufficient blood flow through the device. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: when drawing samples "we performed three punctures to collect the arterial blood sample in a premature neonate patient. When accessing the artery the needle does not allow the sample to be aspirated. This patient was punctured three times at different times over two days. The neonatologist performed the puncture and did not obtain the sample, the neonatologist respiratory therapist also performs the punctures. The patient may be hemo concentrated and for this reason they do not obtain the blood sample, the temperature, the patient's hemodynamic status, and the puncture technique were checked."